Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a recurring replace battery now alarm and insulin pump was not working. The customer¿s current blood glucose was 164 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed replace battery now without a low battery alert warning. Customer's parent also reported that the insulin pump battery does not last long. Customer's parent performed troubleshoot for the issue but reported that the insulin pump alarmed another replace battery now without the low battery alert warning. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.